Event description:
It was reported that the reader of the remote monitor was too hot to touch. No troubleshooting indicated. The reader is expected to be replaced. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.